Event description:
It was reported via repair work order that a patient allegedly fell out of the bed from the bed exit not alarming at the nurse's station due to the nurse call cord not being completely plugged in. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.